Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. Per the death certificate, the cause of death was natural causes. The caller stated that it was a sudden death. The caller stated that the customer was referred to a nephrologist as the customer was starting to have issues with the kidneys. The caller did not know the customer's blood glucose at the time of passing. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The customer did not use sensors. The caller stated that they do not have the customer's insulin pump, however will contact the customer's next of kin and advise them to call for instructions of the insulin pump return. Attempts to contact the customer's next of kin have been unsuccessful.